Event description:
It was reported that the patient presented in-clinic for routine check-up. Upon fluoroscopy imaging, it was noted that the right-atrial (ra) lead was dislodged. During the repositioning procedure of the ra lead, the ra lead dislodged again after repositioning and its helix exhibited failure to retract helix hence the ra lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece with helix found extended and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. Examination of the helix mechanism found no anomalies, after cleaning the distal end, the helix could be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue.

Manufacturer narrative:
Correction: the serial number of the patient lead, the right-atrial (ra) lead reported in 2017865-2025-10858 and in the supplemental report was reported as "(B)(6)" is corrected to the serial number: "(B)(6)".